Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. Checked system logs for early 3d termination and tested 3d imaging, a faulty ethernet cable was found related to the navigation unit asked customer to replace. Also found intermittent generator overload errors. The 3d spin would not complete. A replacement xray tube was sent to site. The fse replaced the tube and tested system, it passed all checks and returned to use. The xray tube was sent back to manufacturer for evaluation. Could not confirm reported problem, the tube was installed in a working imaging system and ran without any issues for 8 days. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported an 'early termination error' was displayed on the mobile view station (mvs) during their initial 3d spin. There was also a loud cracking sound from the generator. Another spin was immediately acquired; spin was completed but no images were displayed on the mvs. At the end of the procedure a final conformation spin was acquired successfully and images could be viewed normally. System was not rebooted during the case. There was no impact on patient outcome.